Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-02717. It was confirmed that surgical intervention did not take place and the issue was resolved with programming.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02717. It was reported that the patient is experiencing ineffective stimulation due to lead migration. The lead migration was confirmed through x-ray imaging. As a result, surgical intervention may be pending to address the issue.